Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the jelco® hypodermic needle-pro® edge¿ safety device "needle closed safety device and hub came out". No patient adverse health outcome was reported.